Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00056 on 03/15/2013 for advia centaur xp (B)(6) patient results. 10/29/2013 - additional information: patient discordant samples are not available for additional investigation. Siemens has reviewed sero-conversion panels, genotyping samples and diluted samples near the assay cutoff and the results indicate the advia centaur xp assay is performing within specifications. No conclusion can be made regarding this complaint. The instruction for use (IFU) states the following under the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." "Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers." The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse decontaminated both advia centaur systems, however, found no system issues that may have contributed to the discordant results. No conclusion can be drawn at this time and is under further investigation.

Event description:
(B)(6) advia centaur xp hcv results were obtained by the customer over a six month period and considered discordant when compared to (B)(6) test results from other hcv test methods. The customer performed (B)(6) verification testing on another advia centaur system for some of the discordant patient samples and the results were (B)(6). The customer performs verification testing on patient samples with an (B)(6) result initially higher than (B)(6) (index) and now for patient results higher than (B)(6) (index). After verification testing, (B)(6) test results were what was reported. There was no known report of adverse health consequences due to the discordant advia centaur xp hcv results.